Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively after the monopolar curved shears (mcs) was received sterilized, the scrub nurse found the mcs jaw could not be straightened, even using the manual articulation key. After further inspection, the inside pulley cable was found to be displaced, which disallowed jaw movement. The instrument was discarded and exchanged for a different mcs. There was no patient involvement.